Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (part number 495.321, synex(tm) with large endplate 10 deg/33mm-48mm height, lot number 9269506). The subject device was received in good condition with minor surface wear consistent with handling. The parallel synex implant (495.321 lot 9269506) is a component of the synex system instrument and implant set (145.305) which is part of the synex system for expandable vertebral body replacement devices. The synex implant is inserted into position following a corpectomy, filled with bone graft and expanded in situ until the desired level of spinal correction is achieved. After which additional bone graft is backed around the implant and supplemental fixation is applied to stabilize the region per the technique guide. The top level drawing for the parallel synex implant used at the time of manufacture (11/2014) was reviewed and found to be suitable for its intended use. The synex implant was found to have met the drawing specifications. The device was received under the complaint category ¿does not function: will not seat¿. The complaint description notes that ¿¿ the locking ring would not close down and lock on the synex cage during the corpectomy despite several attempts to reposition and relock the device¿. The returned implant was received functioning as intended. The implant was distracted, level-by-level, and was found to lock securely each time. Additionally the locking ring was disengaged and the implant was collapsed level-by-level, locking securely each time. The locking mechanism was found to function as intended; as such the complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on july 7, 2015 the locking ring would not close down and lock on the synex cage during the corpectomy from an anterolateral approach at level l1 despite several attempts to reposition and relock the synex device (part 495.321). Another device was readily available for use. The surgeon performed the corpectomy and placed the other available synex device successfully. There was an approximate 15 minute surgical delay and additional c-arm shots were taken. The procedure was successfully completed without further incident. This procedure was a scheduled follow up to a fusion procedure performed on (B)(6) 2015 to stabilize a level l1 traumatic burst fracture. The date the injury occurred is unknown. The procedure performed was a posterior level t12-l2 fusion, and the patient was instrumented with synthes universal spine system hardware at levels t12 and l2. There were no screws placed at level l1 during this procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 1 for (B)(4).